Manufacturer narrative:
Implant date is approximate. (B)(4). Neither the product nor applicable imaging films were returned to manufacturer for evaluation,therefore definitive cause of event cannot be determined.

Event description:
It was reported patient underwent posterior cervical fusion at c2-3. On an unknown date,post-op, a pedicle screw at right side c2 was found to be deviated, but as there were no neurological symptoms. The surgeon followed up the patient to wait for the bone fusion. Patient underwent a revision surgery to get the screw explanted. No other patient complications were reported.